Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, device stuck on the guide wire. Vascular access was obtained through a femoral artery. The 90% stenosed lesion was located in a moderately tortuous left anterior descending (lad) artery. The physician attempted to advance the 2.5mm x 15mm nc quantum apex balloon catheter on an unspecified guide wire however; resistance was encountered. The balloon became stuck on the guide wire and the two devices were removed from the patient as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.